Manufacturer narrative:
The reported event, housing opened, was duplicated. Through visual inspection, the technician confirmed that the delrin ball was missing. Based on similar complaints, possible causes of a missing delrin ball include wear and tear, mechanical damage to the delrin ball that can cause it to shatter, or degradation of the delrin ball due to extended autoclaving. Device is placed in parts retention.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the delrin ball was worn in the latch mechanism of the aseptic battery housing and the housing opened up during a procedure at user facility. Nothing fell on the surgical site, procedure was completed successfully, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the delrin ball was worn in the latch mechanism of the aseptic battery housing and the housing opened up during a procedure at user facility. Nothing fell on the surgical site, procedure was completed successfully, no delay, no medical intervention and no adverse consequences were reported with this event.